Event description:
Titan touch penile prosthesis was placed and then removed about 6 months later due to reservoir leak. The device was sent to coloplast after removal for evaluation. Documentation was received about 2 months after removal stating that the titan touch pump and two pieces of detached exhaust connector tubing were received for evaluation. Examination and testing of the returned components revealed no functional abnormalities with the pump, the 2 pieces of detached exhaust connector tubing and the piece of detached inlet connector tubing.